Event description:
It was reported to boston scientific corporation that an obtryx system - curved device was implanted into the patient during a procedure performed on (B)(6), 2015. After the implant, the patient was complaining with bladder mesh caused pain during an office visit on (B)(6) 2020. The patient reported of having a lot of leakage, developed buttocks twitch for four years after surgery (but was informed this likely not related to mesh), and dyspareunia associated with vaginal dryness. The patient was then prescribed premarin estrogen to address her symptoms. She wished to have the mesh removed in 2017 but was aborted and mesh remained in place. During the exam, some vulvovaginal atrophy was observed. Further surgical procedures were discussed as well as placement of new sling.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown; however, it was reported that the patient planned mesh removal surgery in 2017 but was aborted. Therefore, the event date has been approximated on (B)(6) 2017. Block e1: this complaint was reported by the patient's attorney. The implant surgeon is: dr. (B)(6). Block h6: patient codes e2006, e2330 and e1405 capture the reportable events of extrusion, pain and dyspareunia impact code f1202 captures the reportable event of disability. Block h10: the complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - curved device was implanted into the patient during a procedure performed on (B)(6) 2015. After the implant, the patient was complaining with bladder mesh caused pain during an office visit on (B)(6) 2020. The patient reported of having a lot of leakage the last few months, developed buttocks twitch for four years after surgery but was informed this likely not related to mesh, and dyspareunia associated with vaginal dryness. She had wished to have the mesh removed in 2017 but this was not done and mesh remained in place. During the exam on (B)(6) 2020, some mesh exposure and some vulvovaginal atrophy were observed. Further surgical procedures to address the exposed mesh were discussed as well as placement of new sling. The patient was prescribed premarin estrogen to address her symptoms.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown; however, it was reported that the patient planned mesh removal surgery in 2017 but was aborted. Therefore, the event date has been approximated on (B)(6) 2017. Block e1: this complaint was reported by the patient's attorney. The implant surgeon is: (B)(6). Block h6: patient codes e2006, e2330 and e1405 capture the reportable events of extrusion, pain and dyspareunia impact code f1202 captures the reportable event of disability. Block h10: the complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2015 (implant date) as no event date was reported. This complaint was reported by the patient's attorney. The device was implanted at (B)(6). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - curved device was implanted into the patient during a procedure performed on (B)(6) 2015. As per reported by the patient's attorney, as a result of the implantation of the pelvic mesh product, the patient has experienced physical pain and mental anguish, physical impairment, and medical care expenses. Boston scientific has been unable to obtain additional information regarding the event to date.